Manufacturer narrative:
Additional manufacturer narrative: the edwards device remains implanted, as there has been no allegation of a device malfunction or quality deficiency related to this arrhythmia event. Atrial fibrillation (af) is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient's disease at some point in the post-operative period. It is often transient and does not require intervention. In some cases, it can adversely affect cardiac output and will require intervention, particularly in patients with limited cardiac reserve. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. The event was reported to have resolved, and the patient was discharged to rehab on postoperative day five.

Event description:
It was reported by clinical affairs that a patient with an implanted aortic valve, experienced an arrythmia system injury defect leading to atrial fibrillation one day after device was implanted. Records indicate, "on post operative day one, he diuresed back toward his preoperative weight. He developed atrial fibrillation which was treated with amiodarone with subsequent conversion back to normal sinus rhythm...he continued to make steady progress and was discharged to rehab on postoperative day five."